Event description:
Target was notified that during the procedure the physician could not retrieve the coil to reposition it. Upon inspection of the returned device on 7/10/98 it was discovered that the gdc coil had separated from the pusher wire making this an MDR.